Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) . (B)(6) 2019. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During a reverse total shoulder replacement the surgeon was unable to properly implant a 42mm eccentric glenosphere component. After several attempts the surgeon decided to use a 38mm eccentric glenosphere component instead. That component was also very difficult to implant. Surgeon was able to eventually properly implant the component.

Manufacturer narrative:
The complaint was reopened due to product reception for analysis. Dimensional inspection found the submitted device to meet specifications. The inspection found the threads to be damaged. The investigation could not draw any conclusions about the root cause of the damaged threads. User technique was a possible contributing factor. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history record did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. The investigation could not draw any conclusions regarding the reported event. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.